Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging issue was verified; however the alleged touchscreen issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, despite the attempt of multiple cables. In addition, it was reported that the "back" button is unresponsive to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. There was no reported impacted to customer's blood glucose level. Contact stated they did not know the customer's current blood glucose level. Contact indicated they will continue to use the pump for insulin therapy.